Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump intermittently vibrated without proper cause and that unspecified alerts and/or alarms were "cleared out" without user input. In addition, it was reported that a resume pump alarm occurred. No additional information was provided. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.